Event description:
During follow-up, the device was observed to have a shortened longevity to elective replacement indicator (eri) that was calculated. The physician alleged premature battery depletion and overestimation. Abbott technical support was contacted and confirmed the device entered eri but was unable to determine the cause as it entered eri fast. Analysis of the session records indicated a normal battery curve. The device has reached eri and was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Upon receipt, the device was at elective replacement indicator (eri). A longevity analysis was performed using available programmed settings and usage data and found the battery depletion to be normal. The device functioned normally on the bench and no anomalies were found. Premature depletion was not confirmed by analysis. During data review of the device image, analysis found the battery life estimated on the programmer was higher than the actual battery life remaining. This longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer software.